Manufacturer narrative:
The recipient reportedly underwent repositioning surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's device has been activated. The recipient's device remains implanted. This is the final report.

Event description:
The recipient's device has reportedly migrated. Repositioning surgery is under consideration.

Manufacturer narrative:
.